Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/11/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. The reported issue was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.